Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited variation in impedances and an increased sensing integrity counter (sic). The lead sensitivity and detections were disabled, and the lead remains in use. No patient complications have been reported as a result of this event.